Event description:
Boston scientific has become aware of the following event: pci was performed for the 99% stenosed no calcified lesion in lcx. The gc 6f evu3.5 & gw runthrough were crossed the lesion in lcx and pts was crossed the lesion in om. The lesion was dilated with 3.0 avita and the ivus imaging was done. A cypher 23/3.0 was deployed and the ivus imaging was performed again, and the stent proximal edge was floating. Therefore, the physician attempted to withdraw the atlantis but he couldn't. He attempted to withdraw the pt2 at om, but he was unable to pull out. He attempted to withdraw the pt2 with excelsior, but it was unable to withdraw either. Therefore, he withdrew all the delivery system together. The pt2 caught in the exit port of the atlantis. The tip of the pt2 was changed like a pig tail and the exit port of the atlantis was stretched. The excelsior was kinked during withdrawal.

Manufacturer narrative:
The technical eval will be performed when the device is returned to MFR. The results of the eval will be provided in the supplmental report.